Event description:
Our rep. Is reporting to us that during an arthroscopic acl procedure there was a problem with the fms pump (would not turn off?) That caused what appears to be some extravasation in the patient's leg, which led to the surgeon abandoning the repair prior to completion. The surgeon closed the patient, the patient was removed from surgery and admitted into the facility. This is all of the information that has been made available to mitek at this time. There are questions out for further information and detail. Also see associated mdrs 1221934-2013-00221 and 1221934-2013-00222.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a thorough visual and functional examination. The 1st portion of the examination was visual: this visual is performed as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received with some minor scratches, not a contributor to the event. The 2nd portion of the examination was the functional and electrical testing: a battery of test were performed to assess the device¿s operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; the unit passed all diagnostic tests, functional tests, and is fully operational, no fault or performance anomaly could be found with the fms pump. The root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.